Event description:
It was reported that this left ventricular (lv) lead, which had previously reported issues of high out of range pace impedance measurements, noise, intermittent oversensing with lv pacing inhibition as well as intermittent and full lv loss of capture, was subsequently surgically abandoned and replaced. The lv lead is a non boston scientific product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).